Event description:
A patient reported experiencing inaccurate erratic results with an ot ultra meter. The patient's blood glucose results were 373 mg/dl, 206 mg/dl, 221 mg/dl. Tests were done within 1 minute with a difference of 37%. Patient did not experience any adverse events. No further information has been reported.